Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient underwent an unrelated surgical procedure where the ipg was not placed into surgery mode. As a result, the ipg was unable to communicate with external devices. Programmer displayed error message "cannot connect to the generator, the generator is not responding." Troubleshooting was attempted to no avail. Surgical intervention may be undertaken to address this issue.